Manufacturer narrative:
On 10/10/2018, mentor received additional information: the patient underwent primary breast augmentation with unknown mentor saline prostheses. The patient underwent removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018. The patient fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who had an unknown mentor saline prosthesis implanted experienced deflation on the right breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.